Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal 6fr device was kinked in the package. There was no patient involved. This event was discovered prior to patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.the investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6fr angio-seal vip device was received for evaluation. The carrier tube assembly was returned along with the completely opened poly-foil pouch. All accessory components were returned for analysis. Visual inspection revealed that there was a kink on the carrier tube assembly. The bypass tube was still located at its manufacturing position. The collagen was still within the carrier tube. No other anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the causes of the kinks occurred from mishandling of the device during removal from packaging. However, the exact cause of the reported event cannot be definitively determined based on the available information.